Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male pt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.